Manufacturer narrative:
(B)(4). The incident device has been received and is under eval. When the device eval is complete a f/u report will be submitted.

Event description:
The customer reported that the device jaws were difficult to open while cutting tissue. The surgeon was able to manually open the instrument jaws in order to remove them from the pt tissue. There was no tissue damage or pt injury reported. The device was returned for eval with the knife blade exposed.